Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue pump use and revert to the backup plan as per hcp instructions. The pump will be returned for analysis.

Event description:
Device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in this report retainer ring = black. Case type = ngp. Patient returned pump for an alleged blank display observed on 08-dec-2022. Pump received with the down key unresponsive and missing segments. Unable to perform the displacement test, sleep current test, active current test and self test due to unresponsive keypad. Unable to download history files and traces using thus due to unresponsive keypad. All buttons were tested individually for their functionality, down keypad was unresponsive. No damage to keypad traces and j1 connector on pcba 1 was not unlocked during visual inspection. Down key does not pass keypad voltage test. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, lcd flex traces, and back of lcd screen.¿ test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, missing display window/cover, cracked case (battery tube), broken belt clip rails, pillowing keypad overlay, and keypad overlay texture damage. Down key unresponsive due to moisture damage on pcba 1 (r41). Missing segments confirmed due to moisture damage. No blank display anomalies noted during analysis. Moisture damage confirmed on pcba1, lcd flex traces, and back of lcd screen. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.